Manufacturer narrative:
The surgeon severly bent the clavicle plate during the initial surgery. In addition, there are only two screw medial to the fracture, and none directly lateral to the fracture. The surgical technique recommends a minimum of three per side for max stability.

Event description:
Lateral superior plate failure (clavicle).